Event description:
At 3:55 on saturday, 101/24/92, resident was found by certified nursing assistant, with legs and buttocks on floor and head and neck against siderails. Resident slipped between matress and siderails. Siderails were up and locked in postion. Bed was equipped with a standard hospital matress and a tendercloud static air system (air matress). The lpn on duty states that she checked resident at 3:30 p.m. And that she was laying in bed with eyes opendevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: design. Conclusion: there was no device failure, user error contributed to event. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: device use continued with restrictions/limitations. The device was not destroyed/disposed of.